Event description:
(B)(4). Same case as 2134265-2009-05593. It was reported that post a coronary artery stenting treatment procedure, the patient underwent a coronary artery bypass. Target lesion 1 was 99% stenosed and was located in the left anterior descending (lad) artery. The reference vessel diameter was 3.0mm and lesion length was 10mm. A 3.00x28mm liberte stent was implanted. Residual stenosis was 5%. Target lesion 2 was 99% stenosed and located in the lad. The reference vessel diameter was 2.5mm and the lesion length was 16mm. A 2.50x16mm liberte stent was implanted. Dissection was documented as the reason for no direct stenting. Residual stenosis was 2%. The procedure was technically successful. On the same day as the index procedure the patient had an urgent CABG performed due to an angiographic stenosis in lesion 2. Bypass grafting did involve target lesion 2. The patient was discharged on the same day as the index procedure. Medications at the time of discharge were heparin and a 2b3a inhibitor. No additional data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.